Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately six months ago. Aneurysm and vessel morphology at the time of implant are not available. It was reported that at the time of implant the proximal 44x44 talent thoracic (MFR#2953200-2009-01740) and a distal 44x44 talent thoracic graft were deployed with less than 15 mm of overlap between the two pieces. At the time of implant, there were no endoleaks observed, the physician decided to leave the grafts as is. It was reported in a recent follow-up that there was a type iii endoleak between the 2 grafts was noted. The physician elected to implant a 46x44 talent graft, which resolved the type iii endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Intervention required) - results: endoleak. Insufficient overlap between components at the time of implant. Conclusion: insufficient overlap between components at the time of implant.